Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a scratch on the intraocular lens (iol) upon opening the package. There was no patient contact. The iol was not used. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Section d10: device available for evaluation? Yes, returned to manufacturer on 05/07/2017 section h3: device returned to manufacturer? Yes. Device evaluation: the product was received for investigation. The product was inspected by a qualified final inspection operator using 12x magnification. Investigation of the return sample shows a scratch is present on the optic of the lens. The complaint can be verified. Considering the type of scratch, this does not suggest the scratch was introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2017-00344. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.